Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3013164176-2023-01714 was submitted in error and is hereby retracted.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment using gore® excluder® conformable aaa endoprosthesis for abdominal aortic aneurysm. Reportedly, the angulation knob of the trunk - ipsilateral leg endoprosthesis was fully used, and the proximal deployment knob was removed. The second and subsequent rows of the stent did not seem to be deployed much. The constraining dial was fully used to adjust the position of the proximal portion, but the proximal end was not fully constrained. When the proximal position was adjusted with pushing up, the second and subsequent stent rows were deployed. It was confirmed that the proximal portion of the device had migrated to the distal direction when the whole touch-up was attempted. In addition, proximal type I endoleak was observed. The aortic extender endoprosthesis was deployed to extend the device proximally, then the left renal artery was partially covered. There was blood flow to the renal artery, but an additional bare stent was deployed in the left renal artery. The patient tolerated the procedure. The physician stated as follows: it had not migrated until the time of proximal fixation. It is unknown when it migrated. In order to eliminate the proximal bird beak, it was necessary to add a cuff even if the lt.ra was slightly covered.